Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to use, the device longevity indicator was grey. More than 48 hours later, the voltage was still low. The device was not used. There is no patient involved in this event